Event description:
Caller states that patient 1 tested 3.3 inr on device and 4.5 inr on a second device during duplicate testing. A comparison lab drawn returned as 3.43 inr. Caller states that patient 2 read 2.1 on first device and 4.5 inr on second device. A comparison lab drawn within 15 minutes returned as 3.64 inr. Caller reports that the following duplicate tests were performed as well: 3.4 inr/2.5 inr, 2.0 inr/1.4 inr, 1.8 inr/2.5 inr, 2.9 inr/2.0 inr, 2.6 inr/3.4 inr. No action was reportedly taken based on any device results provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with first device: 340a, 12/31/07.